Event description:
We have been experiencing an ongoing problem with the baxter clearlink continuflow solution sets being cut by the baxter clamps. In this particular example, the patient was receiving chemotherapy treatment. The primary IV tubing was severed when the clamp was released. The patient did not receive all the chemotherapy our practice is to change the tubing every four days. The problem seems to occur on day 3 or 4. It also occurs with the slide clamp that we add to the tubing (light blue clamp). The IV set is non-dehp, and is stiff, which may contribute to the severing we've experienced.